Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Materials management director notified us by email on (B)(6) 2018 of an event that took place on (B)(6) 2018. During a revision tka, the tip of a 4.5mm drill from the moreland cemented instrument set broke during use. The tip remains in the patient. No depuy representative was present during the surgery as it was a (B)(4) case. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.